Event description:
It was reported that on unknown date, during the procedure the cement leaked from the femoral head. The patient previously underwent treatment for cervical fracture and a competitors pin was used. After the procedure, osteonecrosis was discovered which possibly stemmed from the pin's hook penetrating the bone head. Orif surgery for the subtrochanteric fracture was performed. Imaging was taken and the patients age was taken into consideration when assessing the risk. Due to various circumstances, the doctor chose one-stage osteosynthesis using tfna long and agmt rather than one-stage tha after examining the patient's ic. Although the cement was inserted very carefully, at around 1.2 cc, a very small amount of what appeared to be leaking from the femoral head was confirmed by imaging, so the insertion was stopped. In accordance with surgical technique and with surgeon¿s discretion, the surgeon did not implement cement removal measures. Wound was concluded by closing. The surgery was completed successfully without any surgical delay. The surgeon is planning to perform artificial hip arthroplasty with tha replacement if bone union went on growing. There were no patient consequences. This report involves one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.